Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to hospital with infection. The infection was not associated with any abbott product and/or procedure. The vegetation was visualized with ultrasound on the right ventricular lead. The implantable cardioverter defibrillator (ICD) and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The sterilization records could not be reviewed as the serial number and lot number were unknown.